Event description:
The pump was returned to the manufacturer, without any further information. There were no field allegations. Analysis was performed and the results can be viewed below. The pump was used to deliver morphine.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2008-(B)(6), explanted: 2009-(B)(6), product type catheter, product ID 8709sc, serial# (B)(4), implanted: 2008-(B)(6), explanted: 2009-(B)(6), product type catheter. (B)(4): final device analysis of the pump revealed the following: the pump was deemed to be exposed to extreme environment heat, that affected post pump performance. Final device analysis of the catheter revealed the following: the sutureless connector had coring/tears/cuts in the seal, meeting leak criteria. The pump connector was damaged beyond intended reliability.